Event description:
It was further reported by the dr that the pt's current condition is stable; however, the pt's seizure frequency has not returned to the level prior to the reported malfunction. Three portions (371 mm) of the lead were for analysis. Analysis was performed on the lead portions that were returned. The lead portions passed continuity checks and the lead condition is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. The analyses performed on the returned lead portions gave no evidence of any condition that could have contributed to the reported high impedance. Without confirmation of a lead break, the cause of the high impedance is unk. Possible causes include design, durability, corrosion, trauma to the site or user error. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met final electrical test specifications. There is no indication that the reported high impedance was related to the pulse generator. The reported increase in seizures were likely caused by the loss of therapy due to the reported lead anomaly.

Event description:
Reporter indicated that device diagnostic testing at two office visits (approximately six months apart) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt's family member reports that pt's seizures had increased in frequency and intensity. But that the increase is not above pre-vns baseline.